Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 6949, lead, implanted: (B)(6) 2004. 4269, lead, implant: (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no alleged product issue with the left ventricular (lv) lead as it was explanted when the patient underwent open heart surgery. The lv lead was returned to the manufacturer, analyzed, and subsequently tested out of specification.